Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit fell which caused the axel to bend. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of unit was dropped fell 2 feet and wheel assembly was bent. There was no patient involvement. A getinge field service engineer evaluated the unit and confirmed wheel axel took damage and needed to be replaced. He replaced wheel assembly(d997-00-0588), verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.